Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clinician was attempting to insert through the ligament and needle tip bent.

Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time. Although, the customer provided a photo that clearly shows a bent tip, without the actual sample, the potential cause of this complaint could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of a needle tip was bent was confirmed based on a photo provided from the customer. Visual examination of the customer provided photo clearly shows an epidural needle with a bent tip. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the clinician was attempting to insert through the ligament and needle tip bent.